Event description:
It was reported that a power injectable microbore catheter extension set leaked during infusion. This malfunction occurred in the intensive care unit. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reporter stated that this was the only defective set in a case of (B)(4) sets and the device's tubing appeared to have a tear where the tubing connected to the one-link connector. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.